Event description:
The complainant alleged that while monitoring a pt complaining of head lacerations from a fall in the rocks, the device displayed an "ECG fault 4" and "poor pad contact" message. The complainant was able to obtain another device to continue monitoring the pt and indicated there was no adverse effect to the pt as a result of the reported malfunction.